Manufacturer narrative:
Additional information: b5: "a replacement lens of a shorter length was implanted on (B)(6) 2020. The replacement lens resolved the issue. Patient is now fine." Should be added to the initial MDR. Claim# (B)(4).

Manufacturer narrative:
Additional information : h3- device evaluation: lens was returned dry in a micro centrifuge vial with debris on the lens. Visual inspection found no visible damage and foreign debris on the lens. Claim# (B)(4).

Manufacturer narrative:
Additional data: b5: the reporter indicated the lens was explanted on (B)(6)2019. The surgeon does not plan to implant another icl lens in the left eye. The patient is doing well. Claim # (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Explanted: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -15.00/+4.0/087 (sphere/cylinder/axis) in the patients left eye (os) on (B)(6) 2019. The lens was explanted due to excessive vaulting, elevated intraocular pressure (iop) and narrow angles. The cause of the event was unknown. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.